Event description:
The surgeon reported that the anterior surface of the mi60lus lens looked gray with "ground glass" appearance, six weeks post implantation. Yag laser surgery was performed successfully to address the issue.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.